Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number (B)(4) is relevant to the reported issue.

Event description:
The customer contacted physio-control to report non-critical issues with their device related to the cover screen and selector dial/knob. Upon performing testing on a customer's device physio-control attempted to shock at 10 joules; however, the device dumped the charge and logged an event code in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the main keypad assembly and then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control evaluated the removed main keypad assembly and determined the cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report non-critical issues with their device related to the cover screen and selector dial/knob. Upon performing testing on a customer's device physio-control attempted to shock at 10 joules; however, the device dumped the charge and logged an event code in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.